Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during the initial drain cycle of peritoneal dialysis therapy while the patient was connected. During troubleshooting, the patient indicated there was an open clamp on an unused supply line. The technical service representative assisted the patient in clearing the alarm and advised the patient to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.